Manufacturer narrative:
This report is submitted on november 9, 2020.

Event description:
Per the clinic, the patient experienced swelling at the abutment site, and was treated with oral antibiotics for a few weeks (specific date and duration not reported). The patient then experienced a loss of osseointegration resulting in fixture loss. The patient has not been reimplanted with a new device as of this report.